Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis with unexpected battery power loss on the insulin pump. The customer reported a blood glucose value of 840 mg/dl and was treated in hospital and emergency room. The customer reported symptoms like diabetic ketoacidosis, headache, blurred vision, and nausea. The customer reported the following led up to the event: the pump was shut off while asleep. The event involved product(s) mmt-332a, unomedical, mmt-1880. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event and customer was not using the auto mode/smart guard feature at the time of the event. It was noticed that this was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. No further patient complications were reported. It was noticed that the customer would discontinue the use of the pump. No product return is required for mmt-332a. No product return is required for unomedical. The product mmt-1880 was requested and the customer response was the device would be returned.